Event description:
It was reported that this right atrial (ra) lead exhibited high out of range (oor) impedances, measuring greater than 2000 ohms. There was only one oor measurements and all other measurements were within normal limits. Noise and oversensing was observed, which was likely due to the unipolar programming. Technical services (ts) recommended the patient follow-up at the clinic for further troubleshooting. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).